Event description:
In late 2008, the lay user/patient contacted lifescan alleging the one touch basic enhanced meter read inaccurately high. The medical affairs specialist reviewed the customer care advocate (cca) documentation. The patient stated that four days prior, at approximately 9:30 pm, she obtained a reading of 367 mg/dl. The patient said that based on that reading she increased her dose of insulin. She takes 25 units of a form of 70/30 insulin in the morning and 25 units in the evening. She also takes regular insulin on a sliding scale but did not specify the dose. At around 4-5 am on december 27, the patient felt symptoms of shakiness, sweatiness, and rapid heartbeat. It was unknown how the issue was treated. The patient stated the meter has been showing higher readings for about 3 weeks but said she started administering extra medication and getting symptoms in the past 3-4 days before calling lifescan. The time of december 26 was one example. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The patient cleaned the puncture area correctly. The meter was set to the correct unit of measure at the time of testing. The results were verified in the meter memory. This complaint is being reported because the patient alleged she obtained a reading she considered inaccurately high, took extra insulin based on the reading, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.